Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was hospitalized due to a blood glucose (bg) level of 750 mg/dl, and "borderline diabetic ketoacidosis". Customer was treated with an intravenous insulin drip, and was released from the hospital the following day. Reportedly, occlusion alarms had occurred. Troubleshooting with tandem technical support was unable to be performed as the reported issue was not occurring at the time of the report.